Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the (B)(6) patient had histiocytosis and no other allergies. After about 5 days this patient developed an "extremely red area the exact shape of the patch" with blistering, peeling, and itchy skin. The reaction site did not extend beyond the border of the patch. The reaction became necrotic and resulted in port removal. The patient received keflex (antibiotic).the insertion site had been cleaned with chloraprep swabs and a sorbaview shield contour dressing was used over the needle. The complainant reports that the patient has since recovered.